Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse was reported via phone call that the customer experienced high blood glucose level was 400 mg/dl,500 mg/dl,540 mg/dl,485 mg/dl ,442 mg/dl ,454 mg/dl, 409 mg/dl,368 mg/dl. Customer current blood glucose level was 183mg/dl. Customer stated that they issue with her insulin pump. Troubleshooting was performed for under delivery. The product will be return for the analysis.